Event description:
The customer reported that although the ventilator was alarming, the mp70 bedside monitor and the central station were not alarming. The customer feels this is a safety issue.

Manufacturer narrative:
The customer reported that although the ventilator was alarming, the mp70 bedside monitor and the central station were not alarming. The customer feels this is a safety issue. Philips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.